Event description:
It was reported that the right ventricular (rv) lead slack had pulled back and the patient had intermittent loss of capture and high thresholds. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed and no anomalies found.